Event description:
1. The alleged incident involved a testicular tissue expander which was implanted in pt on 7/17/96 for perianal reconstruction for transexual surgery. 2. Reportedly, the device was expanded twice to a total of 20cc. On 10/5/96, the pt noticed the expander was flat. There was no trauma to the area involved. 3. The device related to the alleged incident was surgically removed (date unknown) and returned to co, rga number v691pc. 4. Lab tests were performed at co (see b.6) and revelaed a leak at the standard port site. 5. Replacement tissue expander was shipped to the customer.